Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for an unrelated indication and experienced peritonitis during this hospitalization. Treatment for the peritonitis event was not reported. At the time of this report, the patient had not recovered from the event. During hospitalization, pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, while hospitalized in the intensive care unit, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.